Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
Related MFR number: 2916596-2020-05698. It was reported that the patient's device recorded driveline faults on (B)(6) 2020. The alarm cleared initially but kept returning. The controller and modular cable were replaced and the alarm resolved.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a driveline communication fault was confirmed via log file analysis. The heartmate iii system controller (serial #: (B)(6)) was returned for analysis, a log file was downloaded for review, and a log file was submitted for review. The downloaded log file and submitted log files spanned approximately 2 days (11nov2020, 16nov2020 per timestamp). Events occurring on 16nov2020 are from product testing at abbott. Throughout the log files are driveline communication fault alarms coincident with com_a_fault error codes. These alarms continued until the driveline was disconnected on (B)(6) 2020 at 15:13:04 for a system controller exchange. There were no other notable alarms in the log file. Pump operation was not affected. The returned system controller passed all stages of testing and was able to operate a pump on a mock loop without issue. The reported driveline fault alarm did not occur on this system controller while connected to testing equipment. The root cause of the reported event was unable to be conclusively determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms, including driveline fault alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.